Manufacturer narrative:
(B)(4)

Event description:
It was reported that out of range high, hv lead impedance and noise were observed. X-ray did not reveal lead damage. The lead was capped and replaced. The patient is stable post-procedure.